Event description:
It was reported that the patient felt a shocking or jolting stimulation sensation at the neurostimulator pocket and occasional paresthesia in the right arm. This only occurred while stimulation was on. The patient saw an elective replacement indicator message one month after the neurostimulator was implanted. Impedance measurements showed that all combinations with electrode 2 were above 40,000 ohms and 0/3, which the patient was programmed to, had an impedance value of 9 ohms. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that patient went to (B)(6) and had his left lead and extension replacement. Patient was seen by physician on (B)(6) 2012 and was doing well with his deep brain stimulation. There were no pocket stimulation issues.

Event description:
Additional information received reported that the patient had received a replacement stimulator. The patient's health care provider stated the patient had gone to another facility for the replacement surgery. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): lead model 3387-40, lot# j0118391v, implanted: 2001-(B)(6), explanted: na; extension model 748240, serial# (B)(4), implanted: 2001-(B)(6), explanted: na.